Event description:
Customer reported, a popping sound and then stopped working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, a blown tube, and the high voltage tank. System operates as intended.